Manufacturer narrative:
The technician replaced the head motor and the coupler to resolve the issue.

Event description:
The account alleged that the head of the bed had a slow drift. No injury reported.